Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported an embolization occurred. A left atrial appendage (laa) closure procedure was being performed mid-morning. During the transesophageal echocardiogram (tee), the patient developed severe nosebleeds and their oxygen saturation dropped to about 50%. The patient was intubated and ventilated. Once they were stable, the procedure continued. At the time of implant, the patient was in atrial fibrillation and the pressure of the left atrium was 13 mmhg. The patient had a good volume status and he did not receive a separate volume infusion because his blood pressure was greatly increased. A 27 mm watchman laa closure device and delivery system was advanced and the closure device was deployed. Due to the patient's complex anatomy and poor tee conditions, it could not be determined with certainty that the position of the watchman was optimal. The compression was about 8-10%, and there was no gap recognized. A total of 4 tug tests were performed, all of which were optimal. Visually through fluoroscopy, the closure device was well compressed. The device was released and it immediately embolized and remained in front of the aortic valve. That same day, the patient was relocated to another hospital where the closure device was retrieved surgically and the laa was ligated. The patient was stable.